Event description:
Per the clinic, the patient experienced intractable pain, tenderness over the implant site, and a possible allergic reaction to the implant. Subsequently, the patient was treated with steroids (specific type, date, and duration not reported), which were reported to be helpful but did not completely relieve the pain. The implanted device remains.